Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Litigation papers allege the following: patient initially did well after the hip replacement surgery. However, patient eventually began having pain in his right hip area, which over time became progressively worse. Patient's implant was identified as contributing to elevated metallic levels in his blood. His device is in need of removal and replacement. Patient has suffered significant harm, conscious pain and suffering, physical injury, bodily impairment, disfigurement, loss of enjoyment of life, mental anguish and emotional distress. **update** 08/02/2011 plaintiff's preliminary disclosure form was received which identified part/lot information. Dob updated. There is no new information that would change the outcome of the investigation. **update received 04/19/2016. The sales rep has reported the revision surgery. Patient was revised to address pain. Updated cup/head and added sleeve. *complaint was updated on 04/28/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.